Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked near the pneumatic tap. Additionally, the customer reported that an unspecified alarm occurred after the cartridge leaked that prevented the customer from using the cartridge. A new cartridge was successfully loaded to address the event. Blood glucose was approximately 140 mg/dl. During a follow up on 01/07/2018, the customer reported that no alarm had occurred.